Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was cracked. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.